Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v571447, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's symptoms had returned. The lead was tested in the operating room on (B)(6) 2017 and only one out of four electrodes had a motor response from the patient at high amplitude. A new lead was placed and the issue was resolved.

Manufacturer narrative:
Analysis of the lead, lot v571447, found there was a short between circuits on the lead body conductors from overstress/damage. It was indicated that conductors 2 and 3 were shorted and crushed 4.1 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.